Event description:
Affiliate reported that the stepping motor in the valve detached from the base plate. It was also noted that the ventricles of the pt's brain were too small. It was also reported that the pt expired due to pneumonitis. It was implanted in 2008 and removed on the following month.

Manufacturer narrative:
It has been communicated by the affiliate that the device is available for eval. At this time, it is also our understanding that the pt expired due to reasons unrelated to the device. Upon completion of the investigation, a follow up report will be filed.